Event description:
It was reported that during the implant procedure of a right ventricle leadless pacemaker (rvlp) that during pre-mapping, the measurements were not satisfactory. When repositioning, after rotating two turns counterclockwise and covering the rvlp with the protective sleeve, it was observed under fluoroscopy that the helix of the rvlp was stretched. The rvlp was not used and the physician elected to complete the procedure with a different rvlp. There were no patient consequences.